Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an unexpected low glucose alarm with the abbott diabetes care (adc) device. The customer experienced hypoglycemia, sweat, a loss of consciousness and was unable to self-treat. A neighbor called the healthcare professional (hcp) and the customer was treated with glucose orally, sweets and water. Later, hcp arrived and measured a stable blood glucose result with the hcp meter. No further treatment was reported by the customer. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. Sensor state 7 with event log [11/227/224] and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. The sensor was inserted into the sim-vivo fixture with connector key. The sensor was activated with a known good reader. Performed an smu (source measurement unit) test. Signal and sound icons were shown as activated. Waited few minutes to ensure that there was no disruption in the ble (bluetooth low energy) connection between the devices. Performed an smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Reader was connected to software and isf (interstitial fluid) command was sent. Ble (bluetooth low energy) packets were downloaded and attached. Isf (interstitial fluid) log timestamp was matched with reader time setting. First 5 ble (bluetooth low energy) packets were successfully received. The blc (bluetooth low count) and rssi value (received signal strength indicator) were present for all packets. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. Therefore, this issue is not confirmed. A valid serial number for the reader has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The available tracking and trending reports were conducted for the reported complaint and fs libre reader, no trends were identified that would indicate any product related issues. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an unexpected low glucose alarm with the abbott diabetes care (adc) device. The customer experienced hypoglycemia, sweat, a loss of consciousness and was unable to self-treat. A neighbor called the healthcare professional (hcp) and the customer was treated with glucose orally, sweets and water. Later, hcp arrived and measured a stable blood glucose result with the hcp meter. No further treatment was reported by the customer. There was no report of death or permanent impairment associated with this event.